Manufacturer narrative:
Bench repair replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turns off and on by itself. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Bench repair evaluated the device and confirmed that the device does not turn on when the power button is pressed. The audible alarm goes off as when the equipment is out of power when it is in operation. There is no related message in the error log, so the piece that can cause this is power management printed circuit board assembly (pcba). Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
(B)(6).